Manufacturer narrative:
Patient identifier = (B)(6). There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin on architect c16000 analyzer for multiple patient samples. The results were provided: on (B)(6) initial =82.92/repeat=12.02(customer reference range=3.4-20.5 umol/l), sid (B)(6) initial=348.72/repeat=16.20, sid (B)(6) initial=98.83/repeat=7.87, sid (B)(6) initial=94.52/repeat=8.06, sid (B)(6) initial=85.99/repeat=6.89, sid (B)(6) initial=225.53/repeat=24.46, sid (B)(6) initial =169.75/repeat=6.00, sid (B)(6) initial= 78.45/repeat=11.84, sid (B)(6) initial=248.26/repeat=14.65. There was no reported impact to patient management.

Manufacturer narrative:
The evaluation of complaint data for the likely cause architect total bilirubin assay lot 55889uq09 found no other similar complaints. The evaluation of the list number (6l45) for complaint activity found there are no trends for the product related to patient results. No customer returns were available for evaluation. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.